Event description:
P1008 - posterior ruptureissue: (B)(6) reported to customer service on (B)(6) 2022 that dr. (B)(6) (B)(4) reported to him that during the hydrodissection a posteriorrupture occurred today on case (B)(6) .

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas michael rosenbaum reviewed the open call for (B)(4): case #(B)(6) - centration was superior with adequate suction applanation to the eye. Minor eye movement is noted throughout procedure. Cap was placed on pupil center with a 5mm capsulorhexis with a 8.04mm dilation. Posterior clearance (0.8mm) is less then default setting of 1mm. Movement in "z" direction can weaken the stability of the posterior bag during treatment accompanied by surgeon hydrodissection technique. Laser functioned as designed. Improve/innovate/control: cas matthias will discuss findings with surgeon and staff.